Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; but failed to release from the catheter. Reportedly, the catheter was pulled out to remove the clip from the mucosa, and the clip was noted to be crumbled. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; but failed to release from the catheter. Reportedly, the catheter was pulled out to remove the clip from the mucosa, and the clip was noted to be crumbled. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the returned complaint device found that the clip assembly was deployed and jammed onto the bushing. It was noted that the clip prongs were not locked into the capsule. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; but failed to release from the catheter. Reportedly, the catheter was pulled out to remove the clip from the mucosa, and the clip was noted to be crumbled. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.